Event description:
Patient reported right side "capsular contracture baker grade unknown in breast confirmed via MRI," "feel pain in breast and a strange appearance (soft and more drooping to the side)," "been experiencing discomfort and stabbing in breast more frequently, and was advised to contact the company because the prosthesis has had many recalls, and hopes for a solution". Device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6.

Event description:
Patient reported "capsular contracture baker grade unknown, discomfort and stabbing breast more frequently. Healthcare professional later reported "loss of breast shape" and "intracapsular rupture." This record is for the right side. Device remains implanted.

Event description:
Patient reported "capsular contracture baker grade unknown, discomfort and stabbing breast more frequently. Healthcare professional later reported "loss of breast shape" and "intracapsular rupture" . This record is for the right side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a6, b1, b5, b6, d1, d4, g2, h4, h6. A review of the device history record has been completed. No deviations or non-conformances noted.